Event description:
It was reported there were missed refills. It was noted that the patient had missed two refills 'by a month or so each time.' On the day of this report, the patient presented to the emergency room (ER) for a confirmed unrelated to pump/therapy issue, and asked to be filled. It was reported thee were not signs or symptoms. The device had been used to infuse baclofen. Health care provider refilled pump with preservative free normal saline. It was noted the patient did not require hospitalization due to pump and patient outcome was noted as no injury. No further information was provided.

Manufacturer narrative:
Concomitant products: catheter, model 8709sc, serial# (B)(4), implanted: (B)(6) 2010; catheter, model 8596sc, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).